Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on april 29, 2007 and alleged that the last result on his one touch ultra 2 meter was frozen and the meter would not turn off. The medical affairs specialist was unable to reach the pt via phone after several attempts. A letter was sent to the address provide. The pt reported that the last result on the subject meter was frozen (it is not known as to how long he had this issue). Twelve days earlier, he was feeling shaky, nervous, and has a breathing problem at the time of concern. He tested the meter during and after experiencing the symptoms. He was taken to the emergency room and was given IV glucose treatment. He also reported that he was tested on another meter (assencia meter) with a result "somewhere in the 50's"(it is not known if this was the ER meter). At the time of troubleshooting, it was verified that there was no meter trauma. The batteries re-seated, and the meter turned off. Although there is insufficient info provided regarding the onset of the alleged issue and the events preceding the emergency room visit, this complaint is reported because the pt alleged he was not able to test and was treated for hypoglycemia. A replacement meter, control solution, and test strips were sent to the lay user/patient.